Event description:
Placed one vision stent in circumflex artery-attempted to cross that stent with another stent. Both stents became dislodged. One stent in left main artery. The second in popliteal artery. (Note: this is not a stent that was recalled.)